Event description:
As reported by (B)(4) distributor in (B)(4), a hospital was utilizing a navilyst medical convenience kit for an angiographic procedure. Air bubbles were noted in the syringe attached to the manifold during aspiration of contrast media. The syringe being utilized was not manufactured nor provided by navilyst medical. No air injection occurred and there was no patient injury. Unused samples of the syringes being utilized by the customer have been returned for evaluation.

Manufacturer narrative:
In lieu of a reported lot number, a ship history receipt (shr) was generated for item number ((B)(4)) in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for the lots obtained were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The june 2011 navilyst medical complaint report was reviewed for the product family of perceptor/compensator manifolds and the failure mode of "air in system." No adverse trends were identified. Five unused (non-navilyst medical) syringes were returned for evaluation. The syringes were connected to the female end ports of five navilyst manifolds (obtained from inventory) without difficulty. The assemblies were then connected to a contrast bottle and de-bubbled. Contrast was aspirated at a normal rate of speed through each manifold assembly and into the syringes. No air bubbles were observed during 5/5 aspirations. The complaint could not be confirmed or duplicated. The navilyst product meets specification and functioned as intended. The directions for use furnished with the convenience kit advises: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system...overtightening can cause cracks and leaks to occur." (B)(4).